Event description:
The patient reported her insulin infusion device displayed a "3.00" and "77." She was aware of the recall. She stated she thought she had discarded all of the recalled batteries but one might have been left. The patient stated she was not sure how long the battery had been in use but thought it was "several weeks." The patient did not report blood glucose concerns related to this issue. The patient did not require assistance from a healthcare professional or second party to address the issue. No product was requested to be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.